Event description:
Technician alleged siderails would not latch in up position.

Manufacturer narrative:
Tech found missing shoulder bolts and rivets. Unk why parts were missing. Tech replaced parts to resolve.